Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a pt, the device displayed an "internal error occurred - system reset required" message and then shut off. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device's monitor board was replaced as a precaution. The device was recertified and returned to the customer. It is important to mention the review of the device activity logs did not show an inappropriate shut down. However, there was evidence in the logs showing resets. We could not confirm the source of the resets. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a 40 year old male patient, the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.